Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: surgeon did an egd and a leak test and all results were good but surgeon kept the patient for an extra day to observe. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What is the patient gender/bmi? What color cartridge was used on 2nd firing? Please describe the shape of malformed staples. Are photos/video available? How many extra days did the patient stay? What is the current patient status?

Event description:
It was reported that during a sleeve gastrectomy procedure that on the second firing with seam guard that the staples were malformed. Surgeon stated that the device was difficult to insert in the trocar and felt that the jaws were not closed all the way. Surgeon over sewed the section with the malformed staples. Surgeon used the same device to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 8/16/2018. Additional information requested and received: what is the patient gender/bmi? Female. What color cartridge was used on 2nd firing? Gst60g. Please describe the shape of malformed staples. Staples were open not b formed. How many extra days did the patient stay? Patient stayed one extra day for observation. What is the current patient status? Patient is fine.